Event description:
The clinic reported that a laser vision correction patient presented at a 4 day post op exam following a prk (photorefractive keratectomy) treatment with a small sterile infiltrate in the right eye. The patient was instructed to return in three days and at that time was diagnosed with a small white spot on the left eye and slight blurring. The patient was prescribed pred forte, besivance, polytrim and erythromycin for five days. The patient returned for a follow-up visit and the clinic reported that the ulcer in the left eye was improving. The patient's uncorrected visual acuity was 20/60. The patient was prescribed vancomycin, polytrim and pre acetate in both eyes. The patient returned for a follow-up exam approximately 5 days later and a slit lamp evaluation revealed that the small defect was still present in the left eye and the right eye was clear. The patient's uncorrected visual acuity was 20/20 in the right eye and 20/40+2 in the left eye. The patient continues to be followed in the surgeon's practice.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted.